Event description:
It was reported that a malfunction alarm occurred with code "malf 9." There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump initially, but after contacting technical support, they were provided with pump reset information and assistance, successfully resolving the issue. The malfunction did not recur, and the customer was advised to continue using the pump while also being instructed to report any future issues.